Event description:
Customer reported via phone, the act button on the insulin pump was unresponsive. Customer was attempting to bolus and the device didn't work. Then it started to work and he performed a self-test, it passed. But then it stopped working again. Customer's blood glucose was 150 mg/dl. Customer stated the device was not exposed to moisture or wasn't dropped but it was place on the sink while customer showered. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is returning for further analysis.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.